Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead got "stuck and became unmovable" after slitting the catheter. After removal of the lead, insulation damage was confirmed and it was noted the lead was "bent at a sharp angle".  The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.